Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
6 french safety centesis kit had tubing that was supposed to be one way through a series of valves that malfunctioned and fluid was flowing back into patient while draining during a thoracentesis. Additional information provided, "to my knowledge, no patients were harmed and no medical intervention was required due to these events".

Manufacturer narrative:
A complaint sample could not be provided for evaluation and the reported failure mode could not be confirmed through a sample evaluation. No issues were identified during manufacture or during quality inspection for the reported lot. Without a sample, or photograph the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
6 french safety centesis kit had tubing that was supposed to be one way through a series of valves that malfunctioned and fluid was flowing back into patient while draining during a thoracentesis. Additional information provided, "to my knowledge, no patients were harmed and no medical intervention was required due to these events".